Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm during prime. Customer's blood glucose was unknown. Device alarmed a no delivery alarm, turned off, then turned back on alarmed a motor error alarm and a motor position encoder error alarm. Device started to rewind, screen went black and did a countdown. Everything was erased from the device. Customer resolved the issue. Customer will not be returning the device for analysis.